Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for stenosis and non-malignant pain. Information was reported that the patient stated their recharging antenna heats up when charging their ins. The patient stated she moved to a cooler area and still felt the heat. The patient stated she charges once a week. The patient also stated their ins has been taking longer to charge. The patient is not seeing the thermometer icon when they recharge. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's implant taking longer to recharge and their antenna heating up was not determined. The patient took off the antenna to cool it off. These issues have not been resolved. No further information was reported.